Manufacturer narrative:
A review of the device history record (DHR) was traceable to the reported device serial number indicating that the product was processed and released according to the product¿s acceptance criteria. The ablation depth calibration system was received and failure analysis was performed. Functional inspection of the ablation depth calibration system showed no malfunction. The measured values with test glass were stable. The vacuum button could be switched as expected. Further all functions of the measuring unit are in specifications. The problem could not be reproduced during testing. No technical root cause was identified as the ablation depth calibration system showed no malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
During technical onsite visit, the field service engineer (fse) reproduced the reported micrometer issue. The fse replaced depth measuring device and performed service installation record. The system meets specifications. No deeper root cause for the faulty depth measuring device could be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A customer reported that the doctor feels the micrometer is not working properly. The test adapter was working intermittently. A replacement test adapter was sent to the site. The technician reported the test adapter is working properly. Additional information was received, issues were noticed during calibration. No patient harm was reported.